Manufacturer narrative:
(B)(4). Summary of investigational findings: based on the limited amounts of information, it was not possible to confirm neither the reported event nor the root cause of the event. As per IFU aortic damage, including perforation, dissection, bleeding, rupture and death are known potential adverse effects. The work order for the complaint device appears to be complete and correct, with no evidence to suggest that the device was not manufactured according to specification. This complaint can be reopened in case further information provides support to this investigation. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: the grafts were placed per IFU with ivus guidance. Post appointment ivus surveillance noted retrograde dissection into the ascending aorta. Dissection was confirmed with tee thoracic, surgery was consulted and was decided best to transfer patient to a hospital for open ascending aortic repair. Information received 09jan2017: patient follow up: patient expired post procedure in the recovery room. Patient outcome: the patient was transferred to another facility for open ascending aortic repair. Patient expired post procedure in the recovery room.